Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and the error logs showed 1173. The unit was also tested on a patient side cart (psc) fixture test platform and passed the lissajous, carriage sensors check, and carriage sine cycle tests.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, multiple recoverable faults were experienced on universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system live logs and observed multiple 32098 and 23068 errors reported by axis 6 on usm 2. The customer power-cycled the system, however the issue persisted. The customer continued the procedure using only usm 1, 3, and 4. The procedure was completed as planned with no reported injury.